Manufacturer narrative:
One device was received for evaluation for the complaint that the device had a motor rate error. The review of event log found that alert clutch/ plunger lever. There was no 12-month service history during the review. The visual and functional testing was performed. It is verified and duplicated by plunger travel test. It's showing "motor not running". Motor sensor did not detect any rotation of the stepper motor. The probable root cause was the change motor, main pcb board and clutch.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had a motor rate error. The event occurred during bench test.